Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the battery pack release lever was pulled up and the battery was not properly inserted. After confirming installation, the unit was given back to customer. As per fse, functional and safety tests were not performed due to being in use by customer.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient while transferring from the catheterization room to the ICU, the cs300 intra-aortic balloon pump (iabp) unit shutdown, while on battery. There was no patient harm reported.